Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal pain / pain / lower abdominal pain'), menorrhagia ('heavy menstrual cycles/ (heavy menstrual bleeding)'), fallopian tube perforation ('perforation (fallopian tube) - essure had ruptured fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and hernia repair ('hernia repair') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary and endometriosis. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"), was found to have hormone level abnormal ("hormonal changes") and underwent hernia repair (seriousness criterion medically significant). The patient was treated with surgery (ablation and underwent salpingectomy and hysterectomy to remove the essure). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, menorrhagia, fallopian tube perforation, genital haemorrhage, dyspareunia, back pain, adverse event, female sexual dysfunction, hormone level abnormal, infection, bladder disorder and urinary tract disorder had resolved and the hernia repair and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, adverse event, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hernia repair, hormone level abnormal, infection, menorrhagia and urinary tract disorder to be related to essure. The reporter commented: in 2017, plaintiff underwent left oophorectomy to remove a mass where ovaries used to be. There are discrepancies regarding insertion and removal date of device.(insertions dated:2011, (B)(6)2012 and removal dates: (B)(6)2014, (B)(6)2016) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: confirmed full occlusion of fallopian tubes. Essure placement was successful. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received: new event "dysmenorrhea (cramping)" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / pain / lower abdominal pain'), menorrhagia ('heavy menstrual cycles'), fallopian tube perforation ('perforation (fallopian tube) - essure had ruptured fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and hernia repair ('hernia repair') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary and endometriosis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"), was found to have hormone level abnormal ("hormonal changes") and underwent hernia repair (seriousness criterion medically significant). The patient was treated with surgery (ablation and underwent salpingectomy and hysterectomy to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, menorrhagia, fallopian tube perforation, genital haemorrhage, dyspareunia, back pain, adverse event, female sexual dysfunction, hormone level abnormal, infection, bladder disorder and urinary tract disorder had resolved and the hernia repair outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, bladder disorder, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hernia repair, hormone level abnormal, infection, menorrhagia and urinary tract disorder to be related to essure. The reporter commented: in 2017, plaintiff underwent left oophorectomy to remove a mass where ovaries used to be. There are discrepancies regarding insertion and removal date of device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed full occlusion of fallopian tubes. Essure placement was successful. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. New events added (hormonal changes, abnormal bleeding (general), infection, apareunia (inability to have sexual intercourse), bladder or urinary problems and perforation (fallopian tube(s). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal pain / pain / lower abdominal pain'), heavy menstrual bleeding ('heavy menstrual cycles/ (heavy menstrual bleeding)'), fallopian tube perforation ('perforation (fallopian tube) - essure had ruptured fallopian tube') and hernia repair ('hernia repair') in an adult female patient who had essure (batch no. 955814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary, endometriosis and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("painful intercourse"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"), was found to have hormone level abnormal ("hormonal changes") and underwent hernia repair (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy,right salpingo-oophorectomy and left salpingectomy,cystoscopy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, fallopian tube perforation, genital haemorrhage, dyspareunia, back pain, adverse event, female sexual dysfunction, hormone level abnormal, infection, bladder disorder and urinary tract disorder had resolved and the hernia repair and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, adverse event, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hernia repair, hormone level abnormal, infection and urinary tract disorder to be related to essure. The reporter commented: in 2017, plaintiff underwent left oophorectomy to remove a mass where ovaries used to be. There are discrepancies regarding insertion and removal date of device.(insertions dated: 2011, (B)(6) 2012 and removal dates: (B)(6) 2014, (B)(6) 2016) insertion details-left 2 right 4 coils trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed full occlusion of fallopian tubes. Essure placement was successful. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received-lot number added. New reporter, medical history, insertion details, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal pain / pain / lower abdominal pain'), heavy menstrual bleeding ('heavy menstrual cycles/ (heavy menstrual bleeding)'), fallopian tube perforation ('perforation (fallopian tube) - essure had ruptured fallopian tube') and hernia repair ('hernia repair') in an adult female patient who had essure (batch no. 955814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary, endometriosis and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("painful intercourse"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"), was found to have hormone level abnormal ("hormonal changes") and underwent hernia repair (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy,right salpingo-oophorectomy and left salpingectomy,cystoscopy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, fallopian tube perforation, genital haemorrhage, dyspareunia, back pain, adverse event, female sexual dysfunction, hormone level abnormal, infection, bladder disorder and urinary tract disorder had resolved and the hernia repair and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, adverse event, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hernia repair, hormone level abnormal, infection and urinary tract disorder to be related to essure. The reporter commented: in 2017, plaintiff underwent left oophorectomy to remove a mass where ovaries used to be. There are discrepancies regarding insertion and removal date of device.(insertions dated:2011, (B)(6) 2012 and removal dates: (B)(6) 2014, (B)(6) 2016). Insertion details-left 2 right 4 coils trailing into the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed full occlusion of fallopian tubes. Essure placement was successful. Lot number: 955814 manufacturing date:2012-02 expiration date:2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles"), dyspareunia ("painful intercourse"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (on (B)(6) 2016 underwent a right oophorectomy, salpingectomy and hysterectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, dyspareunia, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, dyspareunia and menorrhagia to be related to essure. The reporter commented: on or about (B)(6) 2017, plaintiff underwent left oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion of fallopian tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.